Event description:
A report was received that the patient was having difficulty charging the ipg as the pocket was too deep. The patient underwent a pocket revision procedure wherein the fats between the skin and the battery were removed. The patient was doing well post-operatively.